Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the severely calcified artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon inflation at 10 atmospheres. The procedure was completed with another of the same device. No patient complications were reported.